Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory which indicated that the header was firmly attached to the device's casing. Visual inspection noted no irregularities and no holes in the seal plug. Setscrews move freely. The device passed all functioning tests.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) was a case of an attempted implant due to product performance issue. The device was never in service. No adverse patient effects were reported.